Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address instability. Patient had a rt tka revision on (B)(6) 2019, and then had another revision with poly change on (B)(6) 2019 exchanging a ps rp insert for a crs insert (MDR case number (B)(4)). The surgeon wanted to remove the size 8 crs femur and put in either a size 9 or 10 to lose the flexion gap. The surgeon removed the femoral component. The femoral sleeve and stem stayed in the femur. The surgeon then trialed using a size 9 and 10 femur to close the flexion gap. The surgeon felt that the size 10 femur would be the best option. Implants were open along with augments. The surgeon cemented the femoral component in place and felt like a size 10 crs 20 mm insert gave the best stability in extension and flexion. No surgical delay. Doi: (B)(6) 2019, dor: (B)(6) 2020, right knee.